Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of six (6) years, eleven (11) months due to unknown reasons. Tavr was completed with a 20mm 9750tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a 23mm 3300tfx aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of six (6) years, eleven (11) months and 5 days due to severe stenosis. The patient presented with acute diastolic heart failure. Tavr was completed with a 20mm 9750tfx transcatheter valve, and patient was discharged on pod# 2 without complications.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including diabetes. All pertinent information available to edwards lifesciences has been submitted.